Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's mother is on the line and she stated that her son passed out while at school with a low blood glucose level of 38 mg/dl. Customer's mother stated that her son was in the nurse's office at the time of the event. Customer's mother reported that the ambulance was called and glucagon was administered. Customer's mother stated that endocrinologist told them not to take him to the emergency room. Customer was treated with glucagon. Customer has been experiencing low blood glucose levels for the past three days. Customer's blood glucose level has been dropping low but not as low. Customer's most recent set change was (B)(6) 2014. Customer was disconnected during the rewind/prime sequence. Customer was not admitted as an inpatient for medical treatment. Customer was advised to monitor the pump. No additional information was provided.